Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set cannula break on (B)(6) 2024. The insertion site was at buttocks. Infusion set has been used for less than couple of hours. No further information available.